Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿ loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 8 of 10 mdrs filed for the same patient (reference 1825034-2011-00249 ¿ 00254 & 2015-01535-01538).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2011-00250.

Event description:
It was reported that the patient underwent an initial partial knee arthroplasty on (B)(6) 2008 and was subsequently revised to a total knee system on (B)(6) 2008 due to an acl tear. Patient then underwent a cement spacer mold procedure on (B)(6) 2009 due to infection. Subsequently, the patient was reimplanted with a total knee on (B)(6) 2009. Patient was again revised on (B)(6) 2010 due to loosening. Patient was also revised on (B)(6) 2011 due to loosening and is reporting that she still currently has loosening and pain in her knee. Review of invoice history confirmed initial surgery and revision dates.